Manufacturer narrative:
Additional information was added in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was not observed. The device was returned loose inside the product carton. The lock-out assembly is in place. No viscoelastic observed in the device. The lens is present in the lens bay. The lock out assembly was removed. The lever is moving freely and the plunger is advancing. The nozzle tip is damaged, this may be due to the device being returned loose in the carton. No other observations. No issues are observed with the device and the lens. The device was returned without lens being progressed. Ophthalmic viscosurgical device (ovd) was not applied in the device. The plunger is pressed for inspection and shows to be working as intended. No problems are observed. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of defective intraocular lens (iol). Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).